Event description:
An employee alleged that while using maxcide the product splashed into her eye and she experienced eye irritation.

Manufacturer narrative:
The employee flushed her eye out for fifteen (15) minutes. She sought medical attention at the emergency room and was prescribed antibiotics, lubricant drops and steroids. To date, the employee symptoms have subsided; however her vision has not fully recovered. The employee refused to provide additional information regarding the incident. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.